Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the following: since the subject device had leakage, the user could not connect the device to non-olympus reprocessor. However, since the user used non-olympus reprocessor, we could not specify the definitive root cause of the event. The event can be prevented by following the instructions for use (IFU): evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿air/water leakages. Scope will not pass in medivator, error code: s-106 block not pressurized or connected.¿ was confirmed. The following findings were also noted during device evaluation: minor scratches, cuts and dents throughout the device, dunk test failed, leak from scope-cover cannot perform 2nd dunk test, scope cover parts become loose/ deformed/ damaged/ worn out/ or scratched, bending section glue cracked, crack of adhesive on bending section. Fluid invasion dry after aeration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had air/water leakages. Scope will not pass in medivator, error code: s-106 block not pressurized or connected. Problems related to reprocessing, there was no report of patient harm or user injury associated with this event.